Event description:
The user facility reported a 39-year-old male of an unknown race was noted as high-risk percutaneous coronary intervention was implanted to be with an impella cp device for mechanical circulatory support. It was reported that while on support, the impella migrated into the left ventricle and there was an, ¿impella stopped motor current high¿ alarm and the impella was on p0. The physician repositioned the pump and restarted with success. The staff found that the cannula was bent in the left ventricle. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop and the product damage (cannula kink) issues has been completed since the original report was filed. The device was not returned for investigation. Data logs were reviewed which showed about 2 hours into support, the motor current was spiked to 1500 ma and pump position in the ventricle was observed. A high motor current pump stop alarm was found relative to the event of impella migrating into the lv and cannula being bent during repo sheath insertion. Pump was able to be restarted later at p-8 and pump ran without any issues during the case. The cause of the temporary pump stop issue was most likely use related due to improper positioning leading to interaction with patient per clinical and log review. The cause of the positioning issue was use related due to improper technique per clinical review.